Event description:
It was reported that asymptomatic patient presented via merlin.net transmission with episodes of non-sustained lead noise due to post-paced t-wave oversensing on the near field channel. Programming changes were recommended. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.